Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error. Meal announcement misuse.

Event description:
On (B)(6) 2025 the user reported experiencing overnight hypoglycemia with a bg of 66 mg/dl, accompanied by blurry vision, inability to focus, and shakiness. The user treated the low bg with orange juice and glucose tablets and reported that the ilet seemed to be giving too much insulin. The user was advised to perform a factory reset to address potential algorithmic maladaptation. No ems or hospitalization was required.